Event description:
On (B)(6) 2012, the patient contact animas alleging that the time in the pump was slow. She stated that she awoke the morning of (B)(6) 2012, to find that the time on the pump was 4:51 am, when the actual time was 5:15 am. The patient noted that the battery had been changed on (B)(6) 2012 and confirmed that the time was correct on (B)(6) 2012. There was no reported adverse event associated with this complaint. The patient was advised to discontinue insulin pump therapy and go on a back-up plan for insulin delivery. This complaint is being reported because there was no explanation as to why the time on the pump was slow, and because time settings can affect basal rate delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed a manual time change from 4:52 am to 5:23 am on (B)(4) 2012. During testing, the pump was found to be keeping time accurately while a battery was inserted. When the battery was removed and the pump was left without battery for one hour, the time and date did not keep. Evaluation revealed the internal clock battery on the pcb board had failed. The issue is not likely to cause and adverse event because when a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.